Manufacturer narrative:
Sections with additional information as of 28-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Pharmacist is calling on behalf of the customer. The customer is concerned with test results from results obtained of 158 and 151 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-115 mg/dl. The customer feels well and did not report any symptoms. The customer had contacted the pharmacist regarding the results obtained with the meter. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 03/27/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 158 mg/dl, date: (B)(6) 2023, time: 8:42 am, fasting, result 2: 151 mg/dl, date: (B)(6) 2023, time: 8:41 am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting pharmacist based on meter results. Meter and test strips were returned. Reported defect not reproduced on returned meter and strip. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-020: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on 09-feb-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.